Event description:
Failed implant. Placing of the implants at position 21-22-23. The implants had primary stability in all placed implants. In one of the control checks appeared less osteointegration in one of the implants, the 21.